Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 273-357 mg/dl. The customer changed the infusion set and cartridge multiple times to address the occlusions prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.